Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure of pulmonary vein isolation, faradrive steerable sheath was selected for use to treat paroxysmal atrial fibrillation. During the procedure, when orion was inserted into the faradrive sheath, despite the sheath was purged, air continued to enter into the sheath. Thus, the sheath was replaced with another same model lot sheath and the procedure was completed successfully. No abnormalities during preparation of the sheath nor any air were noted in the patient. Infusion pump irritation was used for the sheath and the flow rate was 20cc/h. The event occurred inside the patient body, no patient complications were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that during the procedure of pulmonary vein isolation, faradrive steerable sheath was selected for use to treat paroxysmal atrial fibrillation. During the procedure, when orion was inserted into the faradrive sheath, despite the sheath was purged, air continued to enter into the sheath. Thus, the sheath was replaced with another same model lot sheath and the procedure was completed successfully. The event occurred inside the patient body, no patient complications were reported. The device was received for analysis. It was further reported that the air bubbles were noted down in the sheath shaft during the insertion orion, orion mapping catheter was inside the sheath when the event had occurred. No abnormalities during preparation of the sheath nor any air were noted in the patient. Infusion pump irritation was used for the sheath and the flow rate was 20cc/h.